Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed both error codes of 4251 and 5102 by reviewing the error logs. Fse was able to reproduce the complaint by attempting to perform a set-all-home and error 4251 occurred. While troubleshooting, fse found the lead screws dirty and needed lubrication. Fse resolved the complaint by cleaning and lubricating the lead screws on the wash syringe assembly. As a proactive measure, fse also cleaned both wash syringe guide rods on the block. Fse manually moved the wash syringe up and down out of the pip board to verify proper operation of the sensor led and was successful. Fse performed bf probe wash 10 times with no errors reoccurring. Fse also performed a substrate bg measure with passing results and validated the analyzer by successfully performing quality control run without error and within published ranges. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). No other similar complaints found for error 4251 wash-syr home detect error during the searched period. There were two (2) similar complaints identified for error message [5102] substrate bg measure aborted during the searched period, which includes this event. The aia-900 operator's manual under section 12: error messages states the following: (4251) wash-syr home detect error. Cause: the home sensor s100 failed to be activated after the wash syringe moved toward the home position. No further operation will take place. Action: remove the impediment or other cause of the error. Check s100 and pm100 for a possible malfunction. (5102) substrate bg measure aborted. Cause: the substrate background measurement was interrupted due to the occurrence of a phenomenon which prevented the continuation of substrate background measurement. Action: check the abort cause. The most probable cause of the reported event was due to the lead screws were dirty and needed lubrication on the wash syringe assembly.

Event description:
A customer reported error messages ¿4251 wash-syr home detect and 5102 substrate bg measure aborted¿ on the aia-900 analyzer. The customer restarted the analyzer twice, but the error persists, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.